Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after completion of cadd pump infusion, there was 80 ml of fluid left in the bag. Chemotherapy was disconnected and patient was in stable condition. There was patient involvement but no patient harm.

Manufacturer narrative:
E4: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.